Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted but had to be removed as the transseptal puncture was lost. It was noted that the sgc was too close the heart wall and lost position due to the simultaneous suction and retraction. A 6f sheath was inserted; however, at this time it as noticed that a leak occurred, causing air to enter the sgc. Aspiration was then performed. It was noted that no air entered the anatomy. The sgc was continued to be used for the remainder of the procedure. No additional issues occurred, and two clips were successfully inserted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the reported steerable guide catheter (sgc) leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.